Event description:
Same case as MDR ID#: 2134265-2012-04569. Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, a detached burr was removed on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified left circumflex (lcx) artery. The physician advanced a 1.25mm rotalink burr to the lcx over a 325cm rotawire floppy guide wire. Atherectomy was performed 7-8 times, for 15-20 seconds each at rotational speeds of 180,000-200,000 rpms for a length of 15mm. Following ablation it was noticed the burr detached from the catheter. The burr was removed along with the rotawire guide wire and the procedure was completed. No patient complications were reported and the patient status is good. However, analysis revealed damaged and missing solder on the guide wire.

Manufacturer narrative:
Device evaluated by MFR: one device was received with kinks along the body. Visual inspection also revealed that the fillet solder damaged and missing. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).